Event description:
During a routine angioplasty to a lesion in the mid lad. A 3.0 x 33mm cypher stent was deployed. A dissection occurred in the mid lad after the deployment of the stent. A 3.0 x 13mm cypher stent was deployed in an overlapping manner to treat the dissection with successful results. A lesion in the distal circumflex was also treated at this time. The lesion was de novo, totally occluded with little or no calcification. Pre-dilation was performed on the lesion a 3.0 x 23mm cypher stent was successfully deployed.